Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed the blue ring cap attached to the patient luer adapter. A visual inspection of the patient luer adapter could not be performed. The functional integrity test cannot be performed on a photo. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient connector of a minicap extended life transfer set and the titanium adapter. This was observed before use of the device for peritoneal dialysis therapy. There was no allegation against the titanium adapter and the titanium adapter was still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.